Event description:
The pump was returned to the manufacturer from an unknown source with no return paperwork. The manufacturer's device tracking system indicates that the patient expired. Additional information has been requested from the patient's last known physician, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
The pump has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.